Event description:
Surgeon attempted to use tlc75 linear stapler to cut and staple bowel during surgical procedure. Stapler did not function properly, no stapling or cutting occurred. Dates of use: (B) (6) 2010. Diagnosis or reason for use: intraoperative suture of bowel anastomosis.